Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly and led pump to shut off. There was no reported adverse impact to the customer. Customer declined to provide additional information regarding the reported issue.